Event description:
It was reported that "persistent he loss 2 alarms. Leak test positive, recommended removal of iab. Followed up with rn and said catheter was removed okay and was being replaced". No report of patient harm or injury.

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.